Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the infusion set had a bent cannula upon removal. The blood glucose reading was 444 mg/dl, and the customer treated with a manual injection. The blood glucose reading lowered to 386 mg/dl. The customer complained of feeling sick and weird, as well as vomiting. Upon troubleshooting, it was found that the insulin pump passed the high pressure test and was deemed to be working as designed. The customer reported that the infusion set cannula was bent. She was advised to change the infusion set, reservoir and insulin. Nothing further reported.